Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for ease of prime testing. Testing was conducted, the results are as reported below: ¿ initial prime time (time of complete removal of air @ 4 lpm) = 15 seconds ¿ bubbles observed after 10 min w/150 mmhg back pressure @ 7 lpm = no reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bubbles/foam was observed on the outside of the fusion oxygenator after recirculating, prior to going on bypass. The purge line was run open and into the venous drain tube, and the recirculation port was used during both priming and the case. There was no visible air in the system or tubing, no placement issue with the cannula, no obstruction in the venous line, no air observed in the venous line, no vacuum assisted venous drainage used, and no implements on the venous line. Suction and venting were not used. The bubbles and foam did not stop after a period of time or after an input change. The venous line was not partially obstructed when the bubbles or foam appeared. The device was replaced to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional review of the event shows that this event was reported in error. Based on complaint history and risk analysis, the chance of air in the fusion oxygenator resulting in a death or serious injury if this product event were to recur, in this device or a similar device, is remote. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.